Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the software of the navigation system was reinstalled onto the system and that patient exams were removed to clear hard drive space, which restored functionality. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside of a procedure, the surgeon profiles on the navigation system were missing after starting up the navigation system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.